Event description:
No sample or picture are available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber based on customer description of event. The manufacturer has been notified of this issue. The current process controls detection includes 1) visual and dimensional sampling inspection to the component at incoming inspection area, 2) flow test at final physical. The batch record fa25c17066 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: "when rn attempted to spike and prime IV tubing, IV tubing began to leak from top of chamber area. IV tubing is ivenix primary tubing." A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.